Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.

Event description:
A report was received stating that the listed tracheostomy tube was found to be leaking at the cuff immediately upon placement. According to the reporter, an emergent exchange of the tracheostomy tube was required. No incident related medical sequelae were reported.